Manufacturer narrative:
(04/15/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) /2013, the lay user/patient contacted lifescan (lfs) alleging the meter was displaying an unknown error message related to a test strip fill problem. The medical surveillance specialist was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. 3 days prior to the start of the alleged issue, the patient reported having symptoms of "low blood glucose." However, the patient did not specify what specific symptoms she was having. The patient reported the alleged issue first occurred (B)(6) 2013 in the morning. The patient reported using a combination of medications including lantus and novolog insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 7pm a reading of "290+mg/dl" was obtained on another meter. However, on (B)(6) 2013 at noon, the patient was seen in the emergency room (ER) and was given a "glucose injection, oral glucose and ate a sandwich." At the time of troubleshooting, the cca noted the alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. The subject meter was returned to lfs on (B)(4) 2013 and was evaluated by product analysis with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. This complaint is being reported as an adverse event because, the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required treatment by a healthcare professional.